Event description:
It was reported that liquid leaked when the powerpicc catheter was connected with mz connector during infusion. Liquid leaks did not occur when the xinhua positive pressure connector was connected. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed seventy other similar product complaint(s) from this lot number.